Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During the procedure, pressure decreased and elevated st levels was observed. Air was noted in the anatomy and the steerable guide catheter column. Additional aspiration was performed to remove the air. The device was removed and replaced. Two clips were implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and without the device to analyze, a cause for the reported leak/splash resulting in air embolism and subsequent hypotension and non-specific EKG/egc changes cannot be determined. The reported patient effects of air embolism and hypotension are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.